Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 440 mg/dl. Customer reported that they had sensor calibration issue. During troubleshooting customer declined to review the issue. Customer reported that troubleshoot had been made for sensor change. The insulin pump will not be returned for analysis.